Manufacturer narrative:
D4 unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) identified that the user was unable to see patients due to missing role and area assignments. The customer confirmed that this was related to an access issue. The customer resolved the issue and no system issue was found. The customer acknowledged the finding and requested case closure. The system functioned as intended after the technical support specialist (tss) investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ es server, user able to access to pyxis but not able to see the patients. The customer mentioned that the issue affected dispensing workflow and patient care however, there were no adverse events or injuries reported based on this event.